Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that on the last day of the perm trial the patient was unable to adjust the stimulation. Diagnostics revealed high impedance. As such, during the ipg implant procedure, intra op testing was done which showed high impedance on the lead. As such, the lead was explanted and replaced with a new lead addressing the issue.